Manufacturer narrative:
Siemens filed the initial MDR 2432235-2012-00129 on april 20th, 2012. August 7th, 2012 additional information: siemens has investigated this issue and found that the misreads were due to customer-produced labels that were poorly printed or applied. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens is currently investigating the issue.

Event description:
Customer has stated that the barcode reader on the advia centaur system has incorrectly read the barcode on a sample tube. The laboratory then repeated the test using the same barcode on three different advia centaur systems with no issue. There is no known report of adverse health consequences or patient intervention due to the barcode mis read.